Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure name? Removal and biopsy of a mole. Do you have your operative note to identify the product code? I do not but the healthcare provider may. Can you describe the allergy symptoms? Dark suture started appearing at the surface of the healing incision. How many days after your procedure did you develop symptoms? Two to three month. What medical treatment was provided to manage the allergy? Physical removal of the sutures. Can you provide your medical history, known allergies and other medications? Allergies to gluten, dairy, yeast, sulfa quinilones. What is your current condition? Health. Can you clarify what is meant by 'six stitches'? The provided place six sutures. What is your physician opinion of the contributing factor to your symptoms? Unknown; sometimes it happens. Note: the 6 devices are captured in reports: 2210968-2019-83828, 2210968-2019-85476, 2210968-2019-85477, 2210968-2019-85478, 2210968-2019-85479, and 2210968-2019-85480.

Event description:
It was reported by the patient underwent a procedure for removal and biopsy of a mole on the left cheek on unknown date in (B)(6) 2017 and suture was used. The patient experienced an allergic reaction 2 to 3 months after the procedure which was described as dark suture started appearing at the surface of the healing incision. The sutures were removed. The current condition of the patient was reported as health. The surgeon opined that the suture not absorbed and spitting. There were no adverse patient consequences reported. No additional information was provided.